Manufacturer narrative:
The reported observation of ¿connection problem with the generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure.

Event description:
It was reported the patient underwent a surgical procedure (related manufacturer reference number: 3006705815-2023-01177) where monopolar electrocautery was used. The patient¿s ipg was put into surgery mode. A manufacturer representative attempted to repair the ipg but was unsuccessful. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.